Event description:
During the ultrasound endoscopy procedure, when the second lymph node was punctured for biopsy, the needle, whose tip was in contact with the cartilage, suffered a malfunction, preventing collection. It was necessary to remove the entire set of apparatus and the needle that was in the working channel with the tip outside. No harm to patient. Externally, when the needle was analyzed, it was seen that it was warped and broken, making it impossible to continue with it. It was decided to use another unit of the same model and batch c2000784 that did not present a defect during the entire procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to completion of the investigation on the 22-sep-2023, additional information received on the 09-may-2023. 4.0 rpn prefix echo 4.1 for all complaints, ask: are images of the device or procedure available? N/a, yes, no if the report involves a kink or bend in the needle, where is this locatedon the device (handle end (proximal end) or patient end (distal end))?n/a, handle end, patient end were any other defects (other than the complaint issue) observed onthe device prior to return (e.g. Kink)? N/a, yes, no please specify if yes. If the device was kinked below the sheath extender, was the kinkobserved before inserting the device into the scope? N/a, yes, no if the device is a procore needle, is the device damage located at thenotch / core trap? N/a, yes, no ¿ if no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no was the device used in a tortuous position? N/a, yes, no was puncture of the target site difficult? N/a, yes, no please describe the anatomical location of the intended target site(pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12letc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performedand/or finished? Was the device damaged in packaging prior to removal? N/a, yes, no was the device damaged on removal from packaging? N/a, yes, no was force required to remove the device? N/a, yes, no did the patient require any additional procedures as a result of thisevent? N/a, yes, no what intervention (if any) was required? Was the secondary intervention performed during the same procedureas the device failure or was it scheduled for another day? N/a, sameprocedure, another day were any other defects observed on the device prior to return (e.g.kinks, bends, breaks etc.)? N/a, yes, no ¿ if yes, please specify what was observed and where on the deviceit was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a,yes, no was the scope recently serviced / repaired? N/a, yes, no when was the issued with the product noted? On advancement of thesheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet wasremoved? N/a, yes, no was difficulty experienced while retracting the needle? N/a, yes, no was it possible to fully retract the needle into the sheath beforeremoving the device from the patient? N/a, yes, no was the endoscope in a flexed or twisted position at any time during theprocedure? N/a, yes, no was the stylet partially removed when advancing the needle into thetarget site? N/a, yes, no how many samples were obtained (passes completed) with thisneedle? Did any section of the device detach inside the patient? N/a, yes, no ¿ if yes, please specify: was there difficulty locking the sheath (or needle) in place or slippingexperienced during use? N/a, yes, no was there difficulty in attaching or detaching the device to theaccessory channel port on the scope? N/a, yes, no when the needle tip was advanced into the target site was the distalscope position adjusted so as to strain or flex the needle? N/a, yes, no if an ebus procedure did the needle tip hit the cartilage rings of thetrachea? The following has been answered- jm 09may2023 1. Are device or procedure images available? N/a, yes, no 2. If the report involves a bend or bend in the needle, where is it located on the device (loop end (proximal end) or patient end (distal end))? N/a, loop end, patient end 3. Were any other defects (besides the claim issue) noted on the device prior to the return (eg kinking)? N/a, yes, no please specify if yes. 4. If the device was bent below the sheath extender, was the fold observed before inserting the device into the endoscope? N/a, yes, no 5. If the device is a procore needle, is the device damage located in the core notch/switch? N/a, yes, no 6. If not, specify where the damage is located: the damage was not observed before, presenting the defect only during the procedure with the break in the middle of the needle during lymph node puncture. 7. Was access to the target site difficult? N/a, yes, no 8. Was the device used in a tortuous position? N/a, yes, no. 9. Was the puncture of the target site difficult? N/a, yes, no. 10. Describe the anatomical location of the intended target site (pancreas, stomach, lungs, etc.). Lung, being the second lymph node punctured in the procedure. 11. If the lungs, which lymph node was being affected? For example. 4r, 11r, 12lec. 12. Please describe the size of the intended target site. Lymph node measures 15mm 13. If not with the device in question, how was the procedure performed and/or completed? It was replaced by another needle of the same model and another batch. 14. Was the device damaged in the package before removal? N/a, yes, no. 15. Was the device damaged when removed from the box? N/a, yes, no. 16. Was force required to remove the device? N/a, yes, no 17. Did the patient require any additional procedures as a result of this event? N/a, yes, no what intervention (if any) was required? 18. Was the secondary intervention performed in the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 19. Were any other defects noted on the device prior to the return (eg bends, folds, breaks, etc.)? N/a, yes, no. If so, specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Equipment manufacturer fujifilm ¿ model: eb-530us 21. Was resistance felt when inserting the device through the endoscope? N/a, yes, no 22. Has the oscilloscope been serviced/repaired recently? N/a, yes, no 23. When was it issued with the annotated product? On sheath/needle advancement or needle retraction? When punctured in the lymph node, the needle was tortuous. 24. Was the syringe used during the procedure, after removing the stylet? N/a, yes, no 25. Was there any difficulty retracting the needle? N/a, yes, no 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no the needle was sterilized, it could not be collected by the sheath, and the entire set was removed with the needle exposed. On the outside, when trying to withdraw the needle, it broke at the tortuous tip. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no 28. Was the stylet partially removed when advancing the needle to the target location? N/a, yes, no 29. How many samples were obtained (passes completed) with this needle? First punctured lymph node, second passage in the same lymph node. 30. Did any part of the device come off inside the patient? N/a, yes, no if yes, please specify: the half of the needle that had bent, broke, and fell into the patient, being removed with the aid of biopsy forceps, without causing damage to the patient. 31. Was there difficulty locking the sheath (or needle) in place or did it slip during use? N/a, yes, no 32. Was there difficulty connecting or disconnecting the device to the accessory channel port on the oscilloscope? N/a, yes, no. 33. When the needle tip was advanced to the target location, was the distaloscope position adjusted to force or flex the needle? N/a, yes, no 34. In an ebus procedure, did the needle tip hit the tracheal cartilage rings? No.

Manufacturer narrative:
PMA/510(k) #k210476 device evaluation the device evaluation could not be completed as the device was not returned for evaluation. However, a number of photos were received of the complaint device which shows a distal needle break. Manufacturing records prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1992008 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0051) image review a number of photos were shared of the complaint device which shows a distal needle break. Root cause analysis a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Based on the answer to q.30 of the standard questions the broken needle tip was removed from the patient with biopsy forceps without causing damage to the patient. Complaints of this nature will continue to be monitored for similar events.